Event description:
Metal ring inside back of the tha end effector handle broke need replacement no surgical delay, noticed when cleaning up. Per the mps, the metal ring fell out during the case.

Manufacturer narrative:
Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 24 devices were manufactured under lot no 19040914 and accepted into final stock on 04/30/2015. Review of npr (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19040914 shows 8 additional complaints related to the failure in this investigation. (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is (B)(4) and CAPA 1450905.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Metal ring inside back of the tha end effector handle broke need replacement no surgical delay, noticed when cleaning up per the mps, the metal ring fell out during the case.